Event description:
It was reported during bph procedure; fiber damaged at distal section was observed. Additionally, the tip was torn and no part remained inside the patient was reported. The procedure was completed using different device was noted. Patient outcome: "stable" reported. No injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits signs of melting; the fiber appears blackened near the heat shrink tubing open end, and at location of melting of the heat shrink tubing. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 11,632 and time expended: 2:27 minutes with the first fiber. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with alternative method; turp.